Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she inserted a sensor and after a while it did not work so she removed it and there was no cannula. Blood glucose at the time of the incident is unknown. The sensor will not be returned for analysis.